Event description:
Trial participant patient contacted dexcom technical support on (B)(6) 2014 to claim low audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised trial patient to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4).